Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high bgs and received a no delivery alarm during prime. The customer stated that she smelled insulin, but she could not determine where the leaking comes from.